Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history showed one low battery warning due to normal battery wear. Short battery life was observed in the pump alarm histories, but no data was available in the black box from this time due to continued use. The pump current draws measured within specifications. The battery life issue was observed in the pump alarm histories, but was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.